Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The lot # 25149424 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, customer reports patient death in operating room after avr / CABG procedure. Customer reports that patient was unstable during procedure and they could not close the chest. Customer states that om-10000 was not a cause. No further information is available. Stabilizer had nothing to do with deterioration of patient condition.